Event description:
According to the reporter, during the laparotomy with open dp, the pancreatic tail was approached with the stapler, the jaws were closed and waited for 5 minutes. Firing was performed from the initial proximal base until the second cut line, and waiting was done for 2 minutes (there was pancreatic tail parenchyma reported on the tip of the second cut line, so waiting was done at the line before it.) Firing was performed from the tip to the third line, and when an attempt was made to wait, the hand was released from all buttons, but firing mistakenly advanced until the cartridge tip on its own. When the knife advanced until the cartridge tip, an error sound continuously sounded, and the knife could no longer be returned. The monitor screen displayed "1" before firing, and the monitor screen showed "2" when the knife stopped on the cartridge tip. It was noted that the device was locked on the tissue. An attempt was made to restart with powered approach, and the knife was returned normally.

Manufacturer narrative:
D10: concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt (serial#: (B)(6)); sigpshell, sig power sigpshell control shell (lot#: n3e0315y); sigtrsb60axt, sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n2j0596y); unknown egia su, unknown endo gia sulu (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3, h6 (imf code) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparotomy with open distal pancreatectomy, the pancreatic tail was approached with the stapler, the jaws were closed and waited for 5 minutes. Firing was performed from the initial proximal base until the second cut line, and waiting was done for 2 minutes (there was pancreatic tail parenchyma reported on the tip of the second cut line, so waiting was done at the line before it.) Firing was performed from the tip to the third line, and when an attempt was made to wait, the hand was released from all buttons, but firing mistakenly advanced until the cartridge tip on its own. When the knife advanced until the cartridge tip, an error sound continuously sounded, and the knife could no longer be returned. The monitor screen displayed "1" before firing, and the monitor screen showed "2" when the knife stopped on the cartridge tip. It was noted that the device was locked on the tissue. An attempt was made to restart with powered approach, and the knife was returned normally. A pancreatic fluid leak occurred, and the hospitalization period was extended.